Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block b3: the exact date of the event is unknown. The provided event date, 01/08/2016, was chosen based on year the article was published. Block g2: literature source: pfitzenmaier, j., gilfrich, c., pritsch, m., herrmann, d., buse, s., haferkamp, a., djakovic, n., pahernik, s., & hohenfellner, m. (2008). Vaporization of prostates of major or equal to 80 ml using a potassium-titanyl phosphate laser: midterm results and comparison with prostates of minor than 80 ml. Bju international, 102(3), 322 327. Https://doi.org/10.1111/j.1464-410x.2008.07563.x.

Event description:
It was reported to boston scientific via an article published in the bju international. The objective of the study was to compare the safety and outcomes of potassium titanyl phosphate (ktp) greenlight laser vaporization for treating benign prostatic hyperplasia (bph) in prostates of more or equal to 80 ml versus minor then 80 ml. A total of 173 patients were evaluated (39 with prostates more or equal to 80 ml) between february 2005 and july 2006. The hemoglobin and sodium levels directly before and after surgery, there were no major bleeding or transurethral resection of the prostate syndrome (tur) during the surgery. The patient complications were observed, macrohematuria in two patients that required blood transfusion 2 weeks after he procedure, one patient that developed macrohematuria and clot retention after physical activity, this patient was admitted to surgery for cystoscopy and bladder irrigation. After the surgery, 18 patients developed urinary retention after catheter removal, 8 patients had urinary tract infection (uti) and 2 urinary incontinences. During the follow up, eight patients developed transient urgency or dysuria that was treated with nonsteroidal anti-inflammatory drugs (nsaids) for several days. Reoperation was required around 125 days after the first operation. Overall, the article concluded greenlight laser in prostates of more or equal 80 ml and to compare the outcome and complications with those in prostates of minor than 80 ml.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block b3: the exact date of the event is unknown. The provided event date, 01/08/2016, was chosen based on year the article was published. Block g2: literature source pfitzenmaier, j., gilfrich, c., pritsch, m., herrmann, d., buse, s., haferkamp, a., djakovic, n., pahernik, s., & hohenfellner, m. (2008). Vaporization of prostates of major or equal to 80 ml using a potassium-titanyl phosphate laser: midterm results and comparison with prostates of minor than 80 ml. Bju international, 102(3), 322 327. Https://doi.org/10.1111/j.1464-410x.2008.07563.x.

Event description:
It was reported to boston scientific via an article published in the bju international. The objective of the study was to compare the safety and outcomes of potassium titanyl phosphate (ktp) greenlight laser vaporization for treating benign prostatic hyperplasia (bph) in prostates of more or equal to 80 ml versus minor then 80 ml. A total of 173 patients were evaluated (39 with prostates more or equal to 80 ml) between february 2005 and july 2006. The hemoglobin and sodium levels directly before and after surgery, there were no major bleeding or transurethral resection of the prostate syndrome (tur) during the surgery. The patient complications were observed, macrohematuria in two patients that required blood transfusion 2 weeks after he procedure, one patient that developed macrohematuria and clot retention after physical activity, this patient was admitted to surgery for cystoscopy and bladder irrigation. After the surgery, 18 patients developed urinary retention after catheter removal, 8 patients had urinary tract infection (uti) and 2 urinary incontinences. During the follow up, eight patients developed transient urgency or dysuria that was treated with nonsteroidal anti inflammatory drugs (nsaids) for several days. Reoperation was required around 125 days after the first operation. Overall, the article concluded greenlight laser in prostates of more or equal 80 ml and to compare the outcome and complications with those in prostates of minor than 80 ml.